Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located near the inner shunt anastomosis. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 22 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient without any problem and balloon pinhole was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.